Event description:
It was reported that during an low anterior resection procedure, the device could not be released after the first firing. The device was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/05/2009. Information anticipated, but unavailable at this time.